Manufacturer narrative:
(B)(4) on an unspecified date in (B)(6) 2015, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was not reported. On an unreported date in the same month as the onset, the patient began treatment with unknown antibiotics intraperitoneally (medication, dosage, frequency, and duration not reported) for the peritonitis. Extraneal therapy was ongoing. The patient was recovered from the peritonitis. No additional information is available.